Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer put in new batteries in the insulin pump a couple of days ago and the pump did not start up. Customer stated that the pump said it needed a new battery and then they realized that it wasn't connecting properly. Customer stated that it just needed to be tighter and it would be fine. Customer stated that he forgot to bolus after having 20 grams of carbs. Customer's blood glucose was up to 20 mmol/l. Customer was taking a shower and then when they got out, they noticed the critical pump error alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The pump was not received in a critical pump error and no unexpected battery insertion anomalies were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test. No dim screen anomalies were noted. However, the pump had partially white areas on the top left and right corners of the screen due to a severe corrosion on all electronic assemblies. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a cracked select button on the keypad overlay, a damaged keypad overlay texture, a cracked case on the battery tube area, cracked battery tube threads, a stained serial number label, a peeling end cap address label, corrosion in the battery tube, corrosion on the force sensor assembly and moisture damage on the motor assembly.